Manufacturer narrative:
Date of event entered is an estimated date because the exact date of event was not provided. Model number: 72404155, lot number: 1000022314, model description: reservoir 65 ml pc/iz.

Event description:
It was reported by the patient that he has been "having a serious problem" with his inflatable penile prosthesis (ipp) device and he is not getting the help he wants from his physician. It was further reported by the patient that his main complaint is that the device auto-inflates to 30%-40% in a resting state without him pumping the device. When he does inflate the device, he is only able to get it to inflate to 50% before the bulb becomes too hard to pump. The amount of inflation received is not enough for intercourse. The problems with his device have been present since implantation with the device. Boston scientific has been unable to obtain additional information regarding the circumstances.